Manufacturer narrative:
(B)(4). Visual examination of the provided photograph identified an explanted tibial implant. Medical records were not provided. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised due to tibial loosening approximately eight years post implantation. There is no additional information available.